Event description:
A caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the device error was resolved, allowing the customer to successfully start their sensor session without further issues.